Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested, but unavailable: it is reported 'prior to this a needle of the same batch had been used and was used successfully but distorted by the tough tissue of the patient.' Based on the above information, were two devices used on this patient in the same procedure? 1 that broke and 1 distorted? Clarify 'distorted'; did the needle bend? Explain the patient injuries and what was done to manage them. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain patient current condition is the affected device/s available for evaluation? Are any representative devices available for evaluation? Please provide device return status and follow up as required.

Event description:
It was reported that a patient underwent a laparotomy repair of parastomal hernia and resting of stoma and suture was used. During the procedure, the needle broke while in use. Only one third of the needle was retrieved. The remaining two thirds of the needle remained inside the abdominal wall. X-ray of the abdomen using a plain abdominal x ray confirmed that the needle was still in the abdomen. Surgeon one was called and together with surgeon two and use of an image intensifier, they spent an hour and a half trying to retrieve the needle. A decision was made to abandon the search for the needle as it was detrimental to the patient to carry on the remaining part of needle and packet retained for inspection. Towards the end of the procedure the needle became visible and was removed from the patient. Minor injuries were reported. Additional information was requested.